Event description:
It was reported that during a vertebral body retainer broke as the surgeon was distracting vertebral body. All pieces were retrieved. Another retainer was selected and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the arm broken around the hinge area. The instrument corresponds to drawings and processes prior to the release of an updated design. The break is indicative of too much force applied during usage. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint therefore is considered invalid from a mfg perspective.